Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
Following intraocular lens (iol) implants, an ophthalmologist reported seeing progressive worsening of cracks and glistenings in patients. Additional information was requested.